Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation was unable to be confirmed due to the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported difficulty was likely related to circumstance of the procedure. Based on the reported information and evaluation of the returned unit, it is likely that the dc pod was restricted in the anatomy resulting in deployment failure. Additionally, it may be possible that with the catheter being restricted, during the attempt to deploy the filter, tension was applied on the pod causing the material to separate preventing deployment. The pod material was wrinkled, torn and jagged further suggesting that the pod was likely restricted within the vessel. There was no difficulty noted during preparation, and the filter was noted to be fully loaded into the dc pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery with 80% stenosis, moderate calcification and mild tortuosity. The emboshield nav 6 embolic protection system (eps) was prepared and crossed the lesion, however, the filter did not open at all upon deployment. Attempted to open the filter but unsuccessful and the device was removed. It was noted that the filter was stuck at the tip of the delivery catheter. The case was completed without the use of the filter. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified a delivery catheter pod separation. The account was not aware of the separation, however, the separation likely happened during the procedure which contributed to the deployment issues. No additional information was provided.